Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump using malfunction reset guidance, successfully cleared alarm without recurrence, was advised to continue using pump and to call back if malfunction returned, and acknowledged understanding of instructions.